Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that, a coil embolization procedure was performed in an unruptured aneurysm in ic-pc (internal carotid - posterior communicating) artery in a patient. The physician used the subject guidewire to guide a microcatheter to the target lesion. During the procedure when subject guidewire was reshaped several times to capture the target lesion, the subject guidewire coating broke off and the inside core wire was exposed. Therefore, the use of subject guidewire was discontinued from the procedure. The subject guidewire was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual/microscopic inspection: the device was returned with the torque device attached. The guidewire tip appeared to have been shaped and was kinked. The ptfe coating was peeled in multiple areas to 56 cm from the proximal end. The corewire distal end was observed through the distal tip dome. The hydrophilic coating was hydrated and on inspection the nitinol tubing was fractured/broken 1cm from the distal tip. The core wire inside the nitinol tubing was not fractured/broken. Functional inspection: n/a. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use. Flush was given inside the mc at the time when the gw was inserted. There was no resistance when the gw was taken out of the dispenser hoop. The gw was shaped but the degree it was shaped is unknown. It is unknown if there was friction or resistance felt at the hub. Continuous flush was set up and maintained throughout the clinical procedure. The patient¿s anatomy was very meandering. The introducer sheath was used, when inserting the gw. The guidewire nitinol cover broke off (guidewire broke/fractured) when it was inside the patient¿s anatomy. The peeled coating of the guidewire was removed from the patients anatomy. It is unknown if the user used the provided introducer to load the guidewire. It is unknown if the user used a backloading technique to load the guidewire. It is unknown if the guidewire was loaded onto the introducer at a slight angle. It is unknown if there was any friction/resistance encountered during the loading technique. It is unknown if a torque device used with the guidewire. It is unknown if any friction/resistance was encountered during the procedure. It is unknown where was the coating issue noted on the guidewire, e.g. Distal, mid or proximal sections. A microcatheter was used in the procedure in conjunction with the subject device. Analysis of the returned device found an attempt had been made to shape the tip of the guidewire. The guidewire was kinked at the distal end and the nitinol tubing was fractured/broken 1cm from the distal end. The core wire inside the nitinol tubing was intact and not fractured/broken. It is probable that the device fractured/broke after multiple reshaping attempts and subsequent manipulation of the device in the patient¿s anatomy. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'guidewire distal tip broken/fractured during use¿ in addition to the analyzed ¿guidewire distal end kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. Analysis of the returned device also found the ptfe was peeling from the proximal end up to 56cm from the proximal end which indicates the ptfe encountered an interaction with another device. In this case the torquer device contributed to the ptfe damage noted in the returned unit. An assignable cause of 'handling damage has been assigned to the as analyzed 'guidewire ptfe coating peeling' as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that, a coil embolization procedure was performed in an unruptured aneurysm in ic-pc (internal carotid - posterior communicating) artery in a patient. The physician used the subject guidewire to guide a microcatheter to the target lesion. During the procedure when subject guidewire was reshaped several times to capture the target lesion, the subject guidewire coating broke off and the inside core wire was exposed. Therefore, the use of subject guidewire was discontinued from the procedure. The subject guidewire was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. According to the additional information received on 18-feb-2022, it was reported that guidewire nitinol cover broke off during use.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that, a coil embolization procedure was performed in an unruptured aneurysm in ic-pc (internal carotid - posterior communicating) artery in a patient. The physician used the subject guidewire to guide a microcatheter to the target lesion. During the procedure when subject guidewire was reshaped several times to capture the target lesion, the subject guidewire coating broke off and the inside core wire was exposed. Therefore, the use of subject guidewire was discontinued from the procedure. The subject guidewire was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.